Event description:
A site nurse reported that, while in a cranial procedure, after navigating successfully for a few hours, the navigation system became unresponsive. The nurse selected the task jump drop-down and selected plan; instead of going to the plan page the screen returned to the logo screen. In trouble-shooting, the medtronic representative recommended the nurse hit ctl+alt+backspace to return to the launch screen. The nurse re-launched the cranial application, merged intra-op scan and restored patient registration without issue. There was no delay to the surgery as this occurred while scrubbing the patient after intra-op scan. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.